Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that due to the location of the implanted device, the patient had pain when recharging. It was indicated that the patient¿s device was located near their ribs. It was reported that the leads were functioning, but just the location of the device was causing them pain. A pocket revision was discussed to move the device. It was unknown at this time if this would still occur. The issue was not resolved at the time of the report. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.